Event description:
It was reported that this right ventricular (rv) lead, connected to the pace/sense part of the implantable cardioverter defibrillator (ICD) showed low, out of range pacing impedances, and noisy signals over sensing. The old ICD was explanted without allegations. The rv pace/sense part was surgically abandoned and a boston scientific (bsc) rv lead pace/sense section that had been previously surgically abandoned was connected to the pace/sense part of a new device that was implanted at the same procedure. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).